Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Migration of aris sling. Additional information rec' d 10/31/2016 from tm indicted: "sling pulled out", doctor placed an aris sling. The day after surgery the patient had a coughing attack and the sling pulled out. The patient is now totally incontinent.